Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and was missing the battery door. The customer stated problem was duplicated. Inoperable downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received on 29-aug-2022 via email and attached in complaint object: all issues with this device were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.